Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a severly calcified, 80% stenosed ostial obtuse marginal artery (om) and circumflex artery (cx). When glideassist was activated, the spring tip of the viperwire advance guide wire became stuck on the oad driveshaft. The guide wire was able to be pushed from the oad into the vessel and three treatment on low speed performed in the om and cx. While removed the oad, the guide wire tip fractured. The fractured tip was successfully snared. The patient was stable.

Manufacturer narrative:
The guidewire was returned to csi with a snare device. Analysis revealed a fracture in the guidewire located at the proximal solder bond. Scanning electron microscopic analysis identified evidence of torsion on the fracture faces, as well as rotational damage on the proximal spring-tip coil. This is consistent with device making contact with the guide wire spring tip. The root cause of the wire fracture was considered to be use not consistent with the instructions for use. The IFU warns: always keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guide wire spring tip. If the distance between the driveshaft tip and the viperwire guide wire spring tip is insufficient, the driveshaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(6).